Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not take action as it was supposed to and the patient died. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.